Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified that the artifact was on the stored images, but the problem could not be duplicated when live images were stored. The malfunction of the system locking up could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600emi had artifact of vertical lines in the stored displayed images. It was further reported that the system locks up intermittently. There was no adverse pt involvement reported. There was no pt info reported.